Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. Upon receipt of the returned sample, the initial evaluation indicated that the luer connector would not properly engage with the patient connector. Further inspection determined that the defect stemmed from a defective green connector, which prevented adequate attachment. After replacing the connector with a new component, the luer engaged correctly, and the device subsequently tested and passed all function checks. Based on the investigation finding, the sample met internal specifications; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
During dialysis treatment, the venous line from the dialog+ machine became disconnected from the patient's catheter, resulting in an estimated 500-700 ml of blood loss. The reporting facility stated the machine did not alarm, and the patient was later found unresponsive. Emergency measures were initiated, and the patient was transported to the emergency department, where they passed away following the treatment.